Event description:
It was reported via a journal article that a patient underwent an open rhinoplasty using topical skin adhesive for fixation of cartilage grafts in tip surgery. Layers of cartilages were bonded using skin adhesive, and care was taken to prevent the tissue adhesive from spilling and directly contacting surrounding soft tissues. The patient experienced infection. No further information was provided.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.